Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b7, d1 (brand name), d4 (model number, serial number), d6a, g3, g4 (510k), g6, h2, h6 (type of investigation). H11: corrected data: MFR #2015691-2024-02633 is a duplicate report and was already submitted under MFR#2015691-2024-02434 and this correction is being submitted.

Event description:
It was reported that patient with a 33mm 6900ptfx mitral valve, implanted for eight (8) years, eleven (11) months, underwent a valve-in-valve procedure due to degeneration and severe mitral stenosis. The patient presented with heart failure and shortness of breath. The procedure was performed with a 29mm 9600tfx valve. On pod#1, the patient was discharged home.

Event description:
It was reported that patient with an unknown mitral surgical valve, unknown implanted duration, underwent a valve-in-valve procedure due to unknown reason. The procedure was performed with a 29mm 9600tfx valve.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.